Event description:
On 12/29/1997 following a renal artery stent placement, an angio-seal device was placed in the right femoral artery with unremarkable results. However, four hrs later as the pt was ambulating, she complained of right leg pain. The pt was noted to have decreased pedal pulses and a cool lower extremity. The next day (12/30/1997) an arteriogram was performed which revealed thrombosis at the puncture site. A vascular consult was obtained and the pt was taken to the or where removal of the device (found obstructing the artery), a thrombectomy, an endarterectomy, and a vein patch angioplasty were performed. The pt tolerated the procedure well and was discharged home on 01/01/1998 without further complications.